Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding and stroke could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively established. It was reported that the patient experienced an intraventricular hemorrhage and a periorbital hematoma of their left eye on (B)(6) 2019. They also experienced a traumatic subarachnoid hemorrhage without loss of consciousness on (B)(6) 2019. The patient remained ongoing on heartmate 3 lvas, serial number: (B)(6), until they expired on (B)(6) 2020 (addressed under MFR#: 2916596-2020-02862). No product is available for investigation. The relevant sections of the device history records for the (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2017. The heartmate 3 lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a intraventricular hemorrhage (stroke) on (B)(6) 2019. A periorbital hematoma of left eye was reported as well. The patient also experienced a traumatic subarachnoid hemorrhage without loss of consciousness.